Event description:
It was reported that the patient experienced a moderate to severe headache following the procedure. An enroute transcarotid stent system (tss) was selected for use for a left transcarotid revascularization (tcar) procedure. Seventeen days following the procedure, the patient presented to the emergency room with a persistent left-sided headache due to hyperperfusion. The patient also had hypertension, which required the addition of antihypertensive agents; however, blood pressure readings were not consistently greater than 170 mmhg. Magnetic resonance imaging (MRI) of the brain demonstrated no evidence of vasogenic edema or microhemorrhage. It was ultimately determined the presentation was most consistent with migraine. The patient had a prior history of migraine; however, this episode was reported to be more severe and ipsilateral to the tcar procedure. As of on (B)(6) 2026, the patient had been discharged from the hospital.